Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation but is currently being decontaminated. Although the investigation is ongoing an initial investigation has been performed. The lot number is unknown for this complaint. The following are potential lot numbers and expiration dates for the reported product code: (kn-2516rb04): 1410005 - 10/31/2019, 1410044 - 10/31/2019. The qa in-process inspection for the above potential lots for this complaint revealed no defects. Additionally final inspection after sterilization revealed that the potential complaint lots met manufacturer specification. Twenty six retention samples from the potential complaint lots were visually inspected and revealed no defects. Thirteen retention samples from each potential lot were functionally tested for bonding strength between the cannula and the hub and resistance to breakage of the cannula and this confirmed that the retention samples met manufacturer specification. A follow up report will be submitted when the investigation is complete but no later than 30 days from the date that this report was sent. Terumo medical products (tmp) registration no. 2243441 is submitting this report on behalf of terumo europe n.v. (Manufacturer) registration no. 9681413. Exemption number e2015027. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Device is currently under evaluation.

Event description:
The user facility reported that the needle hub detached when using the kn-2516rb04 device. Follow up communication with the user facility reported the following information: the needle broke off at the base and remained in the left thigh of the child who had to undergo a surgical operation. Additional information was reported on july 7th 2016: no bend on cannula, it was clear cut. Maybe the child moved a little but nothing unusual. Two cm of the cannula was stuck in the thigh of the patient. The needle was not visible nor palpable. The orange part is still on the lla. Surgical procedure was performed in ER under local anesthesia and sedation. Extraction of needle took 30 minutes. No further hospitalization needed. At 48h later follow up consultation was done.

Manufacturer narrative:
This report is being submitted as follow up # 1 to provide the returned sample evaluation results. Provide the lot number, expiration date and the manufacturer date of the reported complaint sample that was initially reported as unknown, but was determined during the evaluation of the returned sample. Upon return, the actual sample was decontaminated with a chlorine solution. Microscopic inspection revealed a fracture and a piece of the cannula was still present in the needle hub. All production documents related to the reported complaint were reviewed with no relevant findings. There is no evidence that this event was related to a device defect or malfunction and the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.